Event description:
(B)(4). It was reported that during a stenting treatment procedure, a stent was partially deployed. In (B)(6) 2012, the patient presented due to unstable angina and silent ischemia, and was referred for cardiac catheterization. The 90% stenosed, 12mm x 2.3mm, de novo target lesion was located in the first obtuse marginal. The target lesion was treated with pre-dilatation and placement of a 2.25 mm x 20 mm promus element plus stent. Following stent deployment, a 2.25 x 15 mm apex balloon was inserted and inflated multiple times. The fibrotic portion within the stent did not expand. A mailman wire was placed and a cutting balloon was introduced but could not be advanced. The apex balloon was again introduced with the buddy wire in place and reinflated. The balloon was able to successfully expand the lesion to less than 50% stenosis. The patient was discharged the next day.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).